Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced an insedrt slide clamp alarm due to corosion on the safety slide clamp senosor contacts. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. (B)(4). The cause was determined to be corrosion on the safety slide clamp sensor. To correct the condition, safety slide clamp sensor was cleaned, resoldered and calibrated. If any additional information is received, a follow up MDR will be sent.